Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional 510k code: k822723.

Event description:
It was reported that during use the swan-ganz catheter did not pace. The procedure was completed using a new swan-ganz catheter. No allegation of patient harm was reported.